Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-sep-2019 with the following findings: a review of the pump black box showed no evidence of intermittent power. The pump data from date of the event has been overwritten due to pump continued use. A visual inspection of the pump revealed returned battery cap was undamaged. The battery cap was able to fit securely to maintain an electrical connection. The battery cap contact height and width measurements were found to be within specification. The pump powered on with audible tones and vibrations indicating that there was power to the pump. The pump was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and evidence of moisture corrosion was observed near keypad connector and on the display board. The complaint of intermittent power was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.